Event description:
It was reported that the user experienced elevated blood glucose after changing diabetes supplies and was guided to replace supplies again, after which insulin delivery resumed and glucose began to decline while on an ilet system. Symptoms included hyperglycemia. Outcomes included transient impact requiring troubleshooting and education, without hospitalization. Investigation included customer interview and step-by-step troubleshooting of infusion and insulin delivery setup. Investigation of this case revealed no confirmed device malfunction, and the event was consistent with an unclear cause of hyperglycemia possibly related to infusion or setup issues, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.